Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the tampon string broke off during removal and had to manually remove the tampon. Multiple attempts made to obtain further information regarding usage of the product however no further information has been received.